Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5536b400; tritanium bplate triathlon s4; lot# ctd32497; cat# 5552-l-320; tritanium patella-asymmetric; lot# j80m; cat# 5517f402; triathlon p/a cr beaded #4r; lot# e273r. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
It was reported that the patient's right knee was revised due to suspected infection. A liner exchange and washout was done. Surgeon also went from a 4x9 cs insert to a 4x16 cs insert. The rep reported that the surgeon thought a thicker insert would be more stable, but no prior instability was reported. The rep confirmed that no further information would be released by the hospital or surgeon.